Event description:
It was reported that "the hose is filling with air but the hand piece will not work." The reporter was unable to determine the date of the event. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device was received and evaluated. Reliability engineering completed an evaluation of the device and the findings revealed that this event was due to normal wear over time. As a result, the reported condition was confirmed. If additional information should become available, a supplemental report will be sent accordingly.